Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6), 2014, at approximately 3:00 a.m., he experienced symptoms described as "shaking, anxiety, (and) blurred vision" and reportedly suffered a seizure and loss of consciousness. Customer attempted to test and was unsuccessful so he received a glucagon injection and "normal sugar" as treatment by an unspecified non-healthcare professional. No additional third-party intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.